Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: is the current patient status known? - rep followed up with the surgeon on 3/12. The surgeon stated the patient is recovering well. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) - no.

Event description:
It was reported that during a robotic prostatectomy, the rnfa attempted to fire an ats45 with a blue reload (6r45b) over the dvc. It was the first firing. The rnfa stated compression and jaw closing felt normal, however, upon firing the device and opening the jaws, there was bleeding and what appeared to be incomplete staple formation. The rnfa fired an ats45 for two firings with two blue reloads (6r45b) over a pedicle. The surgeon stated that there was bleeding related to the firings. The rnfa stated at the end of the case that the patient was oozy, and he did not blame the stapler for bleeding. Suture and advanced bipolar energy was needed to control bleeding. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # u5a09n. Device analysis: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired. In addition, a 6r45b (b) reload was received fully fired. The device was tested for functionality with a test reload and it fired and cut without any difficulties. The staple line and the cut line were complete and the staples met the staple form release criteria. The event could not be confirmed, as no malformed staples were observed and the device performed without any difficulties noted during the functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.